Event description:
It was reported via international mm facility that inflation could not be maintained on nine (9) size 6 lpc low pressure cuffed tracheostomy tubes over a period of eighteen (18) months. The devices were reportedly inflation tested prior to insertion with no inflation problems detected. Device usage was reported as ranging from less than twelve (12) days on three (3) devices; and forty (40) to ninety-one (91) days on six (6) devices. There was one (1) pt involved with no reported pt compromise. Two (2) of the 6lpc devices were returned to the MFR for identification, decontamination, analysis and investigation on 7/21/97 & 8/4/97. The balance were discarded.